Event description:
It was reported that a care giver (cg) failed to follow therapy steps by not verifying that the patient line was primed. The cg stated that they thought the homechoice had already primed, so they connected the home patient. The technical service representative advised the cg to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a care giver failed to follow therapy steps by not verifying that the patient line was primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.